Event description:
On (B)(6) 2012, the reporter called animas alleging that the up arrow is responding intermittently for the last few months. The rubber over the keypad is loose. The reporter denies damage to keypad, just that it is worn and loose over the up arrow. The reporter also denies getting the pump wet. Other buttons also respond intermittently on occasions. The pump is worn in a pocket and cleaned with a soft cloth and water. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. The keypad buttons were responsive; the complaint was not duplicated at the time of testing. During investigation, evidence of contamination was found under the up arrow and contrast keypad contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.